Event description:
It was reported that during a lap hysterectomy, the device displayed an error code 7. They tried retorqueing and received the same error 7. They used another like device to start and complete the case with no patient consequence.

Manufacturer narrative:
Date sent: 5/1/08. Eval summary: the device was received in good visual condition. No visible damage was noted. The hand-activation contacts were in good condition. Upon further testing with the generator it was conducted that the hand switch activated automatically, no further testing could be performed. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.